Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a primary breast augmentation with a 325cc mentor memory gel breast implant and experienced postoperative right-sided grade iii capsular contracture. The diagnosis was confirmed via physical examination. As a result, the patient underwent unilateral removal and replacement with a 325cc mentor memory gel breast implant (catalog #: 3503254bc, right serial #: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, it was found that health effect - impact code surgical intervention was omitted on the initial report. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4) on (B)(6) 2020, it was found that surgical intervention was omitted on the initial report. The patient underwent a procedure for bilateral breast lifting on unspecified date. The relevant field has been updated. Manufacturer's reference number: (B)(4).